Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed.   A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 the patient experienced abdominal discomfort. An abdominal x-ray was completed on (B)(6) 2020 and no issues was found on the j-tube. On (B)(6) 2020 the patient was hospitalized for investigations and esophagogastroduodenoscopy. A phytobezoar was discovered during endoscopic procedure. The j-tube was removed, discarded, and replaced.